Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material clogged the nozzle, and white residue inside air/water channel and air/water cylinders. There were no reports of patient involvement.